Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Sureform 30 logs show it was installed on the system 1x and fired 1 blue reload. On the only install, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the blue sureform 30 staple line leaked from the base of the appendix. While stapling the base of the appendix with the surefrom 30 curved-tip stapler instrument, the firing sequence was completed with no error messages. On the appendix side of the stapled specimen, there was leakage of fecal matter from the staple line. There was no leak coming from the cecum staple line. However, the surgeon over-sutured the cecum staple line to ensure there was no leak postoperatively. The procedure was completed robotically.